Manufacturer narrative:
Service was not dispatched for this event. A replacement will be sent to the customer. Bec identifier for this report is (B)(6).

Event description:
A customer reported to beckman coulter, inc. (Bec) that their synchron urea reagent cartridge was broken. No injury was reported in connection with this event.